Manufacturer narrative:
Isi has not received the instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass procedure, it was alleged that while using the small grasping retractor instrument, the surgeon observed a superficial tear in the small intestine. The intestinal tear was repaired with a couple of sutures placed on it. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, it was alleged that while using the small grasping retractor instrument, the surgeon observed a superficial tear in the small intestine. The intestinal tear was repaired with a couple of sutures placed on it. On 01/09/2020, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta)) and the following additional information regarding the reported event was obtained: the cta was present during the da vinci-assisted procedure which was not recorded on video. During the anastomosis, while the surgeon was grasping the small intestine with the small grasping retractor instrument, a superficial tear was observed on the small intestine. Another surgeon was called in for an opinion. It was confirmed that the tear was just on the surface and not all the way through. However, as a precaution, they decided to place a couple of sutures on the tear. No other intraoperative complications were identified. The cta stated that, as per the opinion of unspecified or staff, the root cause of the small intestine tear was potential user error. However, the surgeon claimed that the small grasping retractor instrument¿s grip force was maybe not appropriate for use on the bowel. The cta stated that the site might not return the small grasping retractor instrument. The surgeon continued the procedure as planned.